Event description:
It was reported that the pump did not annunciate alarms as intended. There was no reported impact to the customer¿s blood glucose level. Customer declined to speak with technical support, and no additional troubleshooting, corrective actions, or follow-up information was received regarding the outcome of the event.